Event description:
Patient reported rupture and textured implant device removal on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product procedure, rupture was received on jul 22, 2021 with lot number 2908585. Visual analysis of the returned device identified; deformation, fold creases, wear abrasion, yellow particles in shell, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant device removal on left side.

Event description:
Patient reported rupture and textured implant device removal on left side. The device has been explanted.